Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was partially fired. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism was deformed. Pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload locked securely in place and was applied to test media. The interlock was overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted proximal gastrectomy (lapg) procedure. The stapling devices were being used for the gastric tube reconstruction. For the first firing the surgeon fired the device, however, only half of the line was stapled, centrally. There was poor staple formation. Replaced by a new reload and the firing was completed with no problem. The surgeon restapled over the original staple line. No reinforcement material was used. There was no patient harm. The status of the patient is no problem.